Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer's pump was confirmed to have a cartridge alarm 30, and although there were no previous reports of this specific alarm number, alarms had been reported with consecutive cartridges. As a result, technical support decided to replace the pump, which was still under warranty. The customer was advised on backup therapy using mdi to ensure insulin delivery continuity. Technical support confirmed the caller's shipping address, provided instructions for putting the pump into storage mode, and explained the procedure for returning the problematic pump to tandem. A replacement pump was sent, and the caller acknowledged and understood all provided instructions.